Event description:
It was reported that a tourniquet pump would not maintain pressure during a surgical procedure. The procedure was completed successfully with the same pump. There were no reports of any delay or adverse consequences.

Manufacturer narrative:
The pump was received at the MFR for eval, but the reported condition of the device not maintaining pressure during usage could not be duplicated by the quality assurance team.